Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for check history, check external leak tightness, check internal leak tightness, and check power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the power supplied by the air pen drive device was insufficient, causing it to run slowly, and/or with lower energy. It was further reported that the issue also applied to the low rotational speed of the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.